Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the hrsv to resolve the issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye was black on the high-resolution stereo viewer (hrsv). The customer rebooted the system without success. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to power off the system, hard power cycle the surgeon side console (ssc), but the issue persisted. The tse requested customer to modify the hrsv ergo position as issue might be related to cable, but issue remained. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to video-assisted thoracoscopic (vats) surgery using the same port incisions.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. The hrsv monitor was installed on the right side of the printed circuit assembly (pca) test system. Upon power up, the system was booted up with no issues except the right eye monitor was dead. No images were being shown on the right eye of the surgeon side console (ssc).

Event description:
Refer to h10/h11 for follow-up information.